Manufacturer narrative:
The event occurred on an unspecified date in september 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow from a minicap transfer set that resulted in the patient not being able to dialyze for three to four days. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: the device was not available for evaluation. Without a sample to evaluate, the complaint cannot be confirmed or refuted and the root cause for the event is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.